Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. There was blood on the proximal conductor of the lead and it was not obstructed. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant, there was failure to capture, but with sensing and impedance within normal limits. The atrial lead was programmed for sensing only. Approximately one year later, the physician decided to revise the atrial lead after the patient became bradycardic following usage of amiodarone. During the revision procedure, the atrial lead insulation looked abnormal, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.